Event description:
This is report 3 of 3 for the same event. It was reported that during a bilateral total knee arthroplasty, it was observed that the battery oscillator device did not have enough power. It was further reported that there was an insufficient ease of inserting and removing pins on the pin driver device. Additionally, it was reported that the pin driver device had insufficient lever function. The reporter stated there was also an insufficient ease of inserting and removing wires on the wire driver device. Additionally, it was reported that the wire driver device had insufficient lever function. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number of the device was unknown. Therefore, the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.